Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. It has been reported that there was a difference in readings of 50+ points higher. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.